Event description:
Handpiece failed vacuum test 3 times in a row, would not complete prime. Never used on a patient. Was contaminated with patient blood since it was left on the mayo stand while another handpiece was used.

Manufacturer narrative:
The microtip will not be returned for evaluation. It is not possible to verify an assignable cause for this issue without investigating the alleged complaint product. Insufficient information for a complete investigation. The DHR for lot 08113-04 was reviewed. The part met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 08113-04. A review of lot history showed that there were nine (9) units from this lot that failed for functionality. This lot has a failure rate of (B)(4).